Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 215 mg/dl and current blood glucose level was 398 mg/dl. The customer was feeling little queasy because of high blood glucose level and was treated with manual boluses for high blood glucose level. The drive support cap was normal and the customer alleged insulin pump was under delivering as the blood glucose level did not go down even after giving multiple boluses. The customer also reported blood glucose level as 215 mg/dl, 237 mg/dl, 299 mg/dl, 361 mg/dl, 384 mg/dl and 379 mg/dl. The insulin pump will not be returned for analysis.